Manufacturer narrative:
(B)(4). The covidien customer service engineer (cse) evaluated the ventilator, and verified the customer reported malfunction. The cse performed a clean-up on the expiratory filter, and the water trap to resolve the issue. No components were replaced. The unit passed all tests and calibrations, and it was found to be operating within manufacturing specifications.

Event description:
It was reported that, a ventilator tidal volume was malfunctioning. There was no patient involvement.